Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of checking the device,the probe was broken at 16.5 mm from the distal end. Scratches were discovered in the probe. The crack was widening from the scratched area. There were no scratches or contact marks at the non-insulated area of the grasping section. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. [Inspection] high-frequency output. [Inspection] appearance. From the past similar cases, it is likely the probe broken and the probe damage error occurred by the following mechanism: the probe came into contact with a metal object or surgical instruments while the output was activating in seal & cut mode. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error(error code:u504) occurred. When wiped with gauze, the probe was loaded and broke. The instruction manual contains multiple warnings to the user, and the following description related to this reported event. Therefore, it can be inferred that mishandling of the device may have contributed to the reported event. Drawing number and revision number of IFU : rc3001 05 do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic hepatectomy using the subject device, the u504 error occurred. When the user removed and cleaned the subject device using a gauze, but the distal of the probe was broken off. The intended procedure was completed with another device. There was no patient injury reported.